Event description:
The ge oec 9800 fluoroscopy system had the image orientation change after initial set-up. The camera would occasionally rotate to the end stop uncommanced.

Manufacturer narrative:
A ge oec service representative investigated the issue and in similar circumstances the issue is related to a high voltage cable. If updated service reveals alternate cause, the MDR will be followed up. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.